Event description:
Complainant alleged that during incoming inspection the device's defib ouput was incorrect. User set defib ouput to 150 joules and device's ouput was measured at 98 joules. Complainant indicated that there was no patient involvement in the reported malfunction.